Event description:
Surgical procedure to remove scar tissue. Extensive abdominal and pelvic adhesiolysis. Intergel applied for adhesion prevention. Starting 2 days later, increased bloating with abdominal swelling and questioned fluid leave and fluid leaking from abdominal incision. Slow resolution of fluid over a few weeks. Pt remains uncomfortable with diminished energy and capacity to work. No specific anatomic, biochemical or other abnormality has been identified other than bloating postoperatively.